Event description:
Customer reported the pumping segment of the IV tubing exploded onto the sterile field during a pacemaker implant. Normal saline was infusing at 100 ml/hr, the user selected pause on the lvp, clamped the IV tubing (site unk) and administered a 15 ml bolus of contrast below the pump. She unclamped the tubing, and restarted the infusion at 999 ml/hr to flush the contrast. The user noted the fluid was not running and upon opening the door of the pump, the tubing exploded. Stated the fluid from the IV tubing spayed onto the sterile field, but not over the pacemaker incision site. No pt harm reported and no medical intervention required. IV administration set was requested, but not returned because the customer reported the set was discarded. Instruction provided to customer to effectively clamp the IV tubing above the injection site prior to administering a bolus injection. Staff re-education planned by customer.

Manufacturer narrative:
(B) (4). (B) (4). This reported was filed by the manufacturer.